Manufacturer narrative:
A maquet field service technician has been sent for repair. According to service order (B)(4) the issue could not be duplicated. The device worked without failures. It has been returned to the customer and cleared for clinical use. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that it is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if new information has been received.

Event description:
It was reported, that a bubble alarm occurred multiple times, before they switched into zero flow mode. After that they received a disposable error, which let them to switch the circuit to another device. After that they had no further problems. Internal reference: (B)(4).